Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage to or peeling of the keypad cover upon examination. The okay key was not responsive; the down and up arrow keys are intermittently responsive. However, the contrast key was fully responsive. The investigator removed the keypad and found contamination under all the key contacts. Unrelated to the original complaint, the display screen was found to be dim and pink. Additionally, a crack in the case near the lower right corner of the display was observed.